Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Additional information indicates that this product was explanted and returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A remote latitude interrogation indicated that this device had reached elective replacement indicator (eri). Additionally, it was reported that the device had a monitoring voltage of 2.64 volts 27 months implant. This product was listed on the shortened replacement window advisory, originally communicated on (B)(6) 2007. The reported information indicates that there is evidence that this device is exhibiting the advisory behavior. The patient was to be evaluated in the office in the near future.